Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
A breakage of the gamma 3 nail during rehab in (B)(6) was reported.